Event description:
A pocket fill by the home health nurse during a normal pump refill was reported. It was noted as a ¿complete¿ pocket fill. The patient experienced altered mental status. The actions as a result of the pocket fill was indicated as ¿hospitalization¿, however, the patient was admitted to ER for observation and released after 6 hours. The patient status at the time of the report was indicated as alive, no injury. Per the reporter the issue had resolved. The patient was receiving normal therapy after normal refill. The pump was used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient.